Event description:
Surgeon explanted a mitral valve from a pt at about 10 months p.o. Reported that there was "some thing wrong" but the valve was not thrombosed. Valve was implanted in one state and explanted in another state..